Event description:
The device was used during a cholecystectomy procedure. Reportedly a small component disengaged from the instrument into the patient's cavity. The surgeon did not retrieve the component.